Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle blood leakage occurred between needle and hub. Employees were exposed to the blood, however, post exposure testing or medical intervention has not been reported. The following information was provided by the initial reporter: customer reports that blood leaked between the needle and threaded bd hub.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle blood leakage occurred between needle and hub. Employees were exposed to the blood, however, post exposure testing or medical intervention has not been reported. The following information was provided by the initial reporter: customer reports that blood leaked between the needle and threaded bd hub.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-21. H.6. Investigation summary: bd received 5 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. Additionally, the customer samples were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.